Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the reporter contacted lifescan (B)(4) alleging that the subject meter displayed the "apply sample" message after a blood sample was applied to the test strip. This complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter failed testing. The reported issue was confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The lay user/patients meter has been further evaluated by lifescan product analysis with the following findings: the meter was found to display an "apply sample message" due to a mechanical fault that is related to user handling. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.